Event description:
It was reported that during a subtotal gastrectomy procedure, after firing the device the manual release had to be used to open the device. Once open, the staples were bunched/jammed on top of each other. They reloaded the same device and attempted to fire it again. The same thing happened. They then switched to another cap, fired it and the same event occurred. The manual release had to be used to open the device. Once open, the staples were bunched/jammed on top of each other. The procedure was completed using harmonic. There was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that one sc60 was received instead of an ec60. The device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted.